Event description:
It was reported that the customer had an unspecified cartridge issue. No adverse impact to the customer's blood glucose level was reported. Although requested, no additional information was provided by the customer. Reportedly, customer reverted to an alternate method of insulin therapy.